Event description:
A supplies manager reported that during a hemodialysis (hd) treatment, there was a dialyzer blood leak. In a follow up, the nurse reported that the blood leak occurred within 2 minutes of the start of the hd treatment. The nurse explained that the leak was visually seen inside the dialyzer.the blood leak was described as being an internal blood leak. A fresenius 2008k2 machine was being used. Blood leak test strips were used and indicated positive for the presence of blood. Combiset true flow series bloodlines were used. There was no damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was 60 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The treatment was completed on the same machine with new supplies. The device is not available to return to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A sample has not been provided for evaluation. A definitive conclusion regarding the complaint incident cannot be reached with the information provided.a review of the production record was performed. There was one approved temporary deviation notice (dn) noted on the lot. It is unrelated to the current event. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A supplies manager reported that during a hemodialysis (hd) treatment, there was a dialyzer blood leak. In a follow up, the nurse reported that the blood leak occurred within 2 minutes of the start of the hd treatment. The nurse explained that the leak was visually seen inside the dialyzer.the blood leak was described as being an internal blood leak. A fresenius 2008k2 machine was being used. Blood leak test strips were used and indicated positive for the presence of blood. Combiset true flow series bloodlines were used. There was no damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was 60 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The treatment was completed on the same machine with new supplies. The device is not available to return to the manufacturer for evaluation.